Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the unit does not alarm at start up.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch had an open circuit, causing the alarms not to function on start up, which confirmed the original complaint issue.

Event description:
The dealer stated the unit does not alarm at start up.